Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed. This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.

Event description:
The pump obtained compounded baclofen 4000 mcg/ml. The pt experienced withdrawal symptoms. On (B)(6) 2011, the pump was interrogated. The logs showed a low battery-reset and safe state that occurred (B)(6) 2010 at 0322. The estimated eri (end replacement indicator) was 35 months. The pump was replaced; no rotor or dye study were done prior to replacement. The pt recovered without sequela.